Event description:
It was reported that the patient¿s doctor put their lead in the wrong vertebrae. The patient ended up having their lead revised. The patient was unsure when this happened. The lead was revised due to a lack of therapeutic effect. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3487a-33, lot# v128966, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot# v128966, implanted: (B)(6) 2009, product type: lead. Product ID: 355031, lot# n198894, implanted: (B)(6) 2009, product type: screening device. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 37092, lot# 211470002, implanted: (B)(6) 2009, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead, product ID: 3487a-33, lot# v128966, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-33, lot# v128966, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).